Event description:
The user alleged discrepant results when compared with the lab results. The test results are as follows: date: 2008: inratio: 7.5, lab: 5.2; 2008: 3.4, 6.0; 2008: 5.2, 7.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008: inratio: 7.5, lab: 5.2, mean: 6.35, confident limits: confident limit cannot be determined; 2008: 3.4, 6.0, 4.7, 2.6-6.9; 2008: 5.2, 7.4, 6.3, confident limit cannot be determined. As per internal procedure tr#0150 rev.2, the test 2 inratio and lab values are within the confident limit. For the test #1 and test #3, the confident limit cannot be determined. The product will be investigated.